Event description:
A healthcare worker experienced slight burning and a hot sensation with whitening of the skin at the cantact sites of the right thumb and little finger after removing a biological indicator pouch that had droplets on the outside of the pouch. Worker refused medical care. Worker rinsed their right hand under running water for 15 minutes. The symptoms resolved in four hours. Cycle had completed and vaporizer plate was reported as in place.